Event description:
It was reported that the patient experienced low glucose levels shortly after changing or disconnecting infusion tubing, followed by subsequent highs, and a setting reset was considered. Symptoms included hypoglycemia and hyperglycemia. Outcomes included insufficient information regarding health impact. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.